Event description:
It was reported that the rigid video laparoscope was not detected when connected to the video processor during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9 ,h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: fiber breakage was observed, along with minor scratches on the frame, the image appeared dark a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of fiber breakage was observed, along with minor scratches on the frame, image appeared dark due to cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.